Event description:
Issue reported: a small portion of the suture broke off and is retained in the pelvic bone of the patient.

Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74j1902977 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation.

Event description:
Issue reported: a small portion of the suture broke off and is retained in the pelvic bone of the patient.